Event description:
The complainant reported that during an angiography, the rotator of the tubing broke. No harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when additional info is available.